Event description:
It was reported that the pt's stimulation was intermittent. It would be on for 10 seconds and then off for a couple of seconds, roughly five times per minute. The pt tried all four programs available as well as increasing and decreasing the amplitude. Further info is being requested from the hcp.